Event description:
On (B)(6) 2014, it was reported that an error was occurring with the handheld. Once the handheld was at the main screen, when the ¿continue¿ button was pushed, an error message was received stating ¿self-test failed on this program! Abort execution immediately!¿ multiple hard resets were performed without resolution to the problem. The handheld and flashcard were received for product analysis on 12/19/2014. Product analysis is still underway and has not yet been completed.

Event description:
Product analysis was completed on the handheld and flashcard on 01/16/2015. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge; the handheld performed according to functional specifications. The handheld was received with the main battery depleted. The reported event of an error message stating, ¿self test failed on this program! Aborting execution immediately!¿ is typically associated with a corrupt executable file in the handheld. Because the handheld was received with the main battery depleted, the internal memory was erased and the corrupt executable file was lost. During the analysis, it could not be determined what could have caused the executable file to be corrupted, but a successful hard reset will resolve the anomaly. No anomalies associated with flashcard software were identified during the flashcard analysis; the flashcard and software performed according to functional specifications.

Manufacturer narrative:
.